Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics. Sc-2317-50 sn: (B)(6). The returned lead was analyzed and visual (microscope) as well as x-ray inspection of the lead revealed that multiple cables were completely broken at the bent or kinked location of the lead. The bent or kinked location was two centimeters from the set screw mark of the clik x anchor. There were no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint. With all the available information, boston scientific concludes that the reported event of high impedances was confirmed. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch: 7076201.

Event description:
It was reported that the patient was experiencing intermittent stimulation due to high impedances. The patient underwent a lead replacement procedure and was doing well postoperatively.